Event description:
As reported: medtronic tavr case. Calcified vessels noted in pre case imaging. Manta deployed by physician in a normal fashion. Post tavr, post image, showed flow defect in vessel and limited flow distal and surgical cutdown was performed.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr procedure, a 14f manta was planned for closure in the right common femoral artery. Access was gained utilizing ultrasound and micropuncture. Vasculature was noted as being calcified. The IFU warns not to use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or >50% diameter femoral or iliac artery stenosis. Procedure preparation states to confirm via femoral angiogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. A post deployment angiogram indicated interrupted flow and minimal flow distally. The physician chooses to perform a surgical cut down and explanted manta. The root cause of the interrupted flow is possibly due to plaque, however, due to insufficient information regarding initial and deployment procedures, patient conditions and environment, and no angiograms submitted for investigative purposes, a root cause cannot be determined. Potential adverse events related to the deployment of vascular closure devices have been identified and include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.